Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to instability whereby the reported 9mm cr insert was exchanged to a thicker and more stabilizing 13mm cs insert. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had right tka triathlon (B)(6) 2007. Patient presented in doctor's office and exams showed instability and patient complained of pain. The doctor pointed the pain due to instability in the knee and scheduled for surgery to do a poly exchange. The doctor removed 8x9, cr x3 triathlon tibial insert and replaced with a size 8x13, cs x3 triathlon tibial insert to correct instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had right tka triathlon (B)(6) 2007. Patient presented in doctor's office and exams showed instability and patient complained of pain. The doctor pointed the pain due to instability in the knee and scheduled for surgery to do a poly exchange. The doctor removed 8x9, cr x3 triathlon tibial insert and replaced with a size 8x13, cs x3 triathlon tibial insert to correct instability.